Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019. This was resolved in-house by the customer. The facility contact reported that the replacement of the user interface assembly resolved this reported event. The device was then deemed fit for service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.

Event description:
The customer reported a ventilator with a touchscreen calibration failure. No patient involvement or harm.